Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The possible inaccuracy could not be verified as the reporter did not provide any blood glucose results. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up #1 (09/04/2013)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips on 08/30/2013. The retain test strips failed the performance testing with blood and were found to be biased high at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.